Event description:
The facility representative reported an ipump with a condition of "scroll button is pressed". Quality engineering determined this to be a keypad malfunction. This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with a scroll button pressed was confirmed but not reproduced during product evaluation. This condition was due to a damaged keypad. The front case with the keypad was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.